Event description:
It was reported that the surgeon inserted a competitor's lens but the trailing haptic tore. The lens was removed and there was no patient injury. Another same type lens was implanted. The surgeon felt the cause of the lens tear was due to the injector. The patient's current prognosis is good.

Manufacturer narrative:
An injector lot number search was performed and four similar complaints were found. A cartridge lot number search was performed and one similar complaint was found.